Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation cite: european journal of obstetrics & gynecology and reproductive biology 270 (2022) 90¿94 https://doi.org/10.1016/j.ejogrb.2022.01.005. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape - abbrevo) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Patient demographics?

Event description:
It was reported in a journal article with title: single-incision mini-sling and trans-obturator sling for stress urinary incontinence: a 5-year comparison. The aim of this study was to compare objective and subjective outcomes in women with stress urinary incontinence (sui) submitted to either trans-obturator sling (tvt-abbrevo; ethicon) or single incision mini-sling (sims-altis) at 5-year follow up. A monocentric, retrospective study including women with isolated sui and with concomitant proved urodynamic stress incontinence (usi), treated with an tvt-abbrevo ethicon. At 60-month follow up each woman was assessed subjectively, with two validated questionnaires (UDI-6 and icqi-sf), and objectively with a cough stress test. Reported complications included de novo over active bladder (n=3) , sling exposure (n=1), voiding dysfunction (n=1). In conclusion this comparative study did not reveal significant difference between single-incision (altis) and trans-obturator (tvt-abbrevo) slings in terms of efficacy and morbidity at 5-year follow up.